Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a perforation in the left main coronary artery. The 4.5x26mm graftmaster covered stent failed to cross the lesion due to the anatomy. Therefore, two more graftmaster covered stent attempted to cross the lesion; however, the gaftmasters also failed to cross the lesion due to the anatomy. The procedure was completed successfully with an unspecified device. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device returning status updated from yes to no.